Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1ksm2, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead, ubd: 15-sep-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that there was a return of symptoms, and that the action taken to resolve this issue was that there was a removal and replacement of the device. During the removal of the lead, the lead fractured and remains in the patient. No further complications were anticipated/reported.

Manufacturer narrative:
H3 : analysis of the lead(lot# va1ksm2, found the lead body is twisted .all conductors are broken due to overstress/damaged. Analysis of the implantable neurostimulator (ins) serial number (B)(4) revealed no anomaly found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction. Patient code: c62946 was missed in the initial report and applies to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.